Manufacturer narrative:
Add patient height: approximately 5'6". Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the patient's radial artery was accessed via palpation, using a r2p destination slender, without ultrasound verification of artery diameter. The radial artery spasmed down on the sheath when it was deeply engaged, with about 30cm external length. During removal, the sheath elongated and ultimately broke. About a 20cm piece of sheath remained in the radial artery, with the sheath tip in the brachial. The patient was sent for surgical removal of the sheath. Initial dose of 5 verapamil was given. The final verapamil dose was 15. A 120 dose of propofol was given but neither medication alleviated the spasm. The blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was unsuccessful. Additional information was received on 04january2022: the procedure performed was abdominal aortogram with runoff. The intent was to cross an occluded superficial femoral artery (sfa). The patient was at rest when the spasms occurred. The patient was doing well after the removal of the sheath piece.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the device was not returned for evaluation. The exact root cause cannot be determined. The likely root cause is the radial artery spasm that occurred during the procedure restricted movement of the sheath. When tension was applied to the sheath in the presence of the restricted motion, it caused the sheath to stretch and separate. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.